Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they are having issues with under infusion and where the infusion is running slower then intended. It was also reported that when the nurse brought the bottle below the IV, it backfilled could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: it was reported by the customer they are having issues with under infusion and where the infusion is running slower then intended. It was also reported that when the nurse brought the bottle below the IV, it backfilled. Verbatim: we received several verbal reports from nursing staff regarding IV acetaminophen doses that are incompletely infused. The dose starts infusing and then when they come back later or go to hang the next dose, there is still drug left in the bottle. Of course, they don¿t save their setup or anything, so we don¿t know how it was actually set up ¿ and they did not file specific reports with patient examples in order to follow up with the individual nurses who hung the doses to determine what may have caused it. I was able to get a specific report from one nurse regarding a specific example. She stated that she hung the dose and it started infusing for a while and then it stopped pulling from the vial and started pulling from the primary infusion bag. Because she noticed it, she decided to clamp the primary tubing and then it started to pull from the bottle and the dose was then completely infused. So there is a suspicion that there is a problem with the pressure in the vials (?). The reports roughly coincided with the timeframe in which we had switched from the brand name product to a generic product. Because of this, the generic product was pulled back from the pyxis machines and quarantined in pharmacy until we could determine a cause of the problem. In addition, the nurse stated that she noticed that when she spiked the vial she did not get that ¿gush of air¿ that she normally gets when spiking the brand name vial, which added to the suspicion that there was a problem with the generic product. Now today, I have yet another report of a dose that did not infuse. And this was with the brand name product. I asked the nursing leader to follow up as now I am suspecting that the missed doses may be related to a technique or setup error for the secondary infusion rather than a problem with the product. The nursing leader noted ¿will speak to the rn and snt who hung this to verify technique. The tf on last night was questioning an air lock? I asked if this happens again to save everything so we can take a look at this. The tf stated that when she brought the bottle below the IV it actually backfilled which makes me think this is a user error¿. I know an air lock can result if they don¿t open the vent on the vented spike, but the nurse who reported this did state that the vent was open and the roller clamp was open.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: it was reported by the customer they are having issues with under infusion and where the infusion is running slower then intended. It was also reported that when the nurse brought the bottle below the IV, it backfilled. Verbatim: we received several verbal reports from nursing staff regarding IV acetaminophen doses that are incompletely infused. The dose starts infusing and then when they come back later or go to hang the next dose, there is still drug left in the bottle. Of course, they don¿t save their setup or anything, so we don¿t know how it was actually set up ¿ and they did not file specific reports with patient examples in order to follow up with the individual nurses who hung the doses to determine what may have caused it. I was able to get a specific report from one nurse regarding a specific example. She stated that she hung the dose and it started infusing for a while and then it stopped pulling from the vial and started pulling from the primary infusion bag. Because she noticed it, she decided to clamp the primary tubing and then it started to pull from the bottle and the dose was then completely infused. So there is a suspicion that there is a problem with the pressure in the vials (?). The reports roughly coincided with the timeframe in which we had switched from the brand name product to a generic product. Because of this, the generic product was pulled back from the pyxis machines and quarantined in pharmacy until we could determine a cause of the problem. In addition, the nurse stated that she noticed that when she spiked the vial she did not get that ¿gush of air¿ that she normally gets when spiking the brand name vial, which added to the suspicion that there was a problem with the generic product. Now today, I have yet another report of a dose that did not infuse. And this was with the brand name product. I asked the nursing leader to follow up as now I am suspecting that the missed doses may be related to a technique or setup error for the secondary infusion rather than a problem with the product. The nursing leader noted ¿will speak to the rn and snt who hung this to verify technique. The tf on last night was questioning an air lock? I asked if this happens again to save everything so we can take a look at this. The tf stated that when she brought the bottle below the IV it actually backfilled which makes me think this is a user error¿. I know an air lock can result if they don¿t open the vent on the vented spike, but the nurse who reported this did state that the vent was open and the roller clamp was open.